Manufacturer narrative:
Age, weight, and ethnicity: unknown/ not provided. Implant date: not applicable, as lens was removed/replaced in the initial surgery. Explant date: not applicable, as lens was removed/replaced in the initial surgery. Email address: unknown/not provided. Initial reporter telephone number: (B)(6). It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Lens discarded.

Event description:
It was reported that haptic was bent and became crooked when being ejected from cartridge and into the eye. Lens was partially inserted and removed during same procedure. Patient fully recovered, no injury reported. Product not available for return. No further information available.